Manufacturer narrative:
Product has been requested but as of to date no product has been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted.

Event description:
(B)(6). According to the information received, an end user reported at cathter with missing eyelets. The user stated that there were no holes in the catheter.